Manufacturer narrative:
(B)(4). Date sent: 10/9/2023. D4 batch #: x96a79. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the cover damaged melted. The device was connected to a gen11 and the device did activate during functional testing. This damage could have resulted from not torqueing the instrument properly to the handpiece, resulting in excessive heat generation. Please reference the instruction for use for more information. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x96a79, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the tip stopped working. No consequences for the patient reported. To procedure completed physician used another one product the same type.